Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll eurographics had separation of stopper from plunger during use.

Manufacturer narrative:
Investigation summary: eleven 10ml ll syringes in original packaging with seals intact from batch #8213899 (p/n 300912) were received. A visual inspection was performed, and no assembly defects were observed. All samples were tested by exercising the plunger of each syringe to the nominal capacity and back to zero line multiple times. No defects were observed. The movement was smooth and uninterrupted and plunger rod remained attached to the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in the samples received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that bd¿ syringe ll eurographics had separation of stopper from plunger during use.